Event description:
It was reported that during procedure, there was an out of box failure, the aiming and irradiation position are misaligned. It was confirmed that the issue was with the articulated arm. The procedure was completed with the original device. There were no patient complications reported.